Manufacturer narrative:
The customer reported a ring artifact on patient images. A philips field service engineer (fse) went to the site to evaluate the system. The fse found that the bow tie filter of the collimator was cracked which caused the artifact. The fse replaced the collimator unit to resolve the issue. The fse confirmed there was no harm to a patient and no report of misrepresentation and/or mistreatment as a result of the artifact. The system is functional and in clinical use. This issue has been determined not to be a reportable event.

Manufacturer narrative:
Note: we have not completed our investigation of this event. We will file a follow-up emdr at the completion of the investigation. (B)(4).

Event description:
Engineering analysis concluded that this event has the potential to result in image misinterpretation due to an artifact from a degraded compensator within the collimator. Therefore, this issue has been determined to be a reportable event.